Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging discrepant high inratio. On (B)(6) 2014: inratio: 6.3, lab: 2.3. Time between tests >1. Patient's therapeutic range unknown. Patient self testing was in the hospital for a cardiac procedure from (B)(6) 2014. Patient was on coumadin through the duration of hospital stay. No additional information provided or available.